Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: thomas jefferson university/deborah heart and lung center, browns mills, nj; mountmouth county vocational district, freehold, nj; rowan university, stratford, nj. Manufacturer's investigation conclusion. A direct correlation between the heartmate (hm) 3 devices and the reported patient outcomes could not be conclusively determined through this evaluation. The study entitled, ¿gender disparities in patients with heartmate 3 left ventricular assist device¿ was reviewed. The study stated that significant gender disparities have existed with patients undergoing 1st and 2nd generation left ventricular assist devices (lvads)¿females tend to have increased mortality and rate of complications, such as stroke. The study aimed to evaluate gender differences in survival and survival free of complications in end-stage heart failure patients with history of lvad implantation. This single-center retrospective study included end-stage heart failure patients who underwent lvad implantation between 2016 to 2021. Baseline demographic, clinical, and outcome parameters including hospitalizations and complications (gastrointestinal bleeding, stroke, pump thrombosis, driveline infections, and death) were abstracted from the electronic medical records. Review of 57 patients who underwent hm3 implantation (26% female and 74% male) was performed. Overall results showed no significant survival difference after lvad implantation between males and females (p=0.58), which persisted after adjusting for age, body mass index, history of diabetes mellitus, gastrointestinal bleeding, stroke, coronary artery disease, smoking, and hypertension. The study concluded that the data demonstrate no significant gender disparities in survival in patients who received hm3 lvad. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-03583. It was reported in the research article ¿gender disparities in patients with heartmate 3 left ventricular assist device¿ that the heartmate 3 (hm3) may be associated with gastrointestinal (gi) bleeding, driveline infection, stroke, and death. This single-center retrospective study evaluated differences in outcome rate between the two sexes. A total of 57 patients implanted with hm3 between 2016 and 2021 were evaluated; 26% of patients were female, and 74% were male. Results showed no significant survival difference between males or females (p = 0.58). Results also showed no significant difference from survival free of complications, including gi bleed (p = 0.71), driveline infection (p = 0.76), and stroke (p 0.34).